Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during calibration of the system it shut off and would not come back on. The system was re-booted. The logo screen was displayed and then went black. The surgery was initiated and completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced and returned, to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 2, 2006. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned host module was exercised by a 1 hour burn-in test. The returned host module passed test. Various system modes and parameters were activated via the touch screen. The system modes and parameters responded normally when activated. The system was re-booted several times during the testing process. The system successfully booted every time and no shut down occurred during tests. The returned host module functioned normally. Therefore, the root cause of the reported event cannot be established. (B)(4).